Manufacturer narrative:
Device evaluation: the cartridge was not returned for investigation. A retain sample cartridge from lot # b201672 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and a fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), 2012 the patient contacted animas to report the insulin cartridge was leaking at the leur lock and that the filling needle was difficult to remove. There was no patient injury associated with this issue.